Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported they were with the patient at the time of the call. Thept stated that about 6 months prior (around january 2024), the pt started noticing they could adjust stimulation down, but they couldn't increase stimulation. The rep was thinking that this was possibly a high impedance issue, but they hadn't tested impedances yet. Technical services advised to run an impedance check with the referenced electrodes that were being used in the patient's programmed settings. The rep called back later that same day to add that high impedances found on electrodes 0, 2, 3 and 4 today in clinic (0 and 4 were >40k and 2 and 3 were in 34,000 to 37,000 ohms range). Caller programmed around these electrodes and was able to re-establish stimulation therapy again. Pt using low density stim with high intensities. Pt uses stimulation as needed and doesn't run 24/7. Pt had noticed changes in therapy benefit and seeing "settings not available" on their controller about 6 months ago and high impedances noted today so oor would be expected since these electrodes were used in programming. Additional information was received on 2024-jul-18. The manufacturer representative (rep) reported that the patient's weight was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller called back to add that high impedances found on electrodes 0, 2, 3 and 4 today in clinic (0 and 4 were >40k and 2 and 3 were in (B)(6) ohms range). Caller programmed around these electrodes and was able to re-establish stimulation therapy again. Pt using ld stim with high intensities. Pt uses stimulation as needed and doesn't run 24/7.pt had noticed changes in therapy benefit and seeing "settings not available" on their controller about 6 months ago and high impedances noted today so oor would be expected since these electrodes were used in programming.